Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was 160 (mg/dl). Reportedly, customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.